Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received maryland bipolar forceps involved with this complaint for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 471172-16/ n11200629 0009 associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2021 on system (B)(4) with 9 lives remaining. No image/video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a torn black cable at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument was not inspected prior to use. The reported black cable broke in half. No arcing occurred and there was no thermal damage observed at the break. It is not known what surgical task was being performed when the alleged issue was identified. The customer confirmed that the instrument did not collide with another during the procedure. A backup instrument was used to complete the surgical task. The hospital declined to provide patient information.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of a "black cable torn at the joint." The mbf instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The mbf instrument failed the electrical continuity test. No thermal damage was observed. The root cause is attributed to a component failure. Additionally, the mbf instrument was found to have a broken chassis. The broken piece was returned, measuring roughly 0.347¿ x 0.101¿ in size. The root cause of the broken instrument chassis is typically attributed to mishandling/misuse. The mbf instrument housing was removed and found the identification board was dislodged from the normal position as a result of the broken chassis. The root cause of dislodged instrument identification board is typically attributed to mishandling/misuse.